Event description:
It was reported when using the bd luer-lok access device, the device experienced blood splatter/leakage from the device. This event occurred once. The following information was provided by the initial reporter. The customer stated: customer is reporting on bd vacutainer® luer-lok¿ access device holder, item # 364902, lot # 2207003. Customer informs that when drawing the patient's blood, the blood came out where the hub of the vacutainer and butterfly meet. They were fully screwed together.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination for damage and another 12 by functional leakage testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.